Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during phacoemulsification (phaco) mode of cataract surgery with intraocular implantation (iol), an ophthalmic operating system provided low aspiration. The surgery was completed on the same day using another machine without any patient harm.